Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If add'l info is received, a f/u report will be submitted. Conclusions: no eval will be performed. This catalog number was subject to a recall on an unrelated quality issue.

Event description:
The 3m received info that a female pt developed a raised, red, itchy, painful reaction under the 3m red dot monitoring electrode. It was also noted that the skin pigment was a little lighter in the ctr of the affected area. The pt was treated with clobetasol and the reaction has resolved.